Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection of the device, the unit was unable to power on using dc power, but powered on normally with ac power. The device does not remain powered on when undocked from docking station. Intermittently, no continuity was measured between the two grounding wires and intermittent continuity was measured between the ground and power wire. Internal inspection indicated a damaged capacitor at c1 and cracked solder at c2. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the unit will not run on battery power. When the unit is removed from the docking station it will turn off immediately. Customer is not using masimo batteries. No consequences or impact to patient were reported.